Event description:
Inbound, patient reported ext set 60¿ minibore¿ w/0.2 mic filter appears opaque on part of the tubing so will not use. No further details provided. Lot #3583237. Diagnosis or reason for use: pph.